Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal broken, cracked on the top case, and damaged on both plunger cases and cable. A review of the event history log found a motor rate error. Occlusion testing was performed and replicated the motor rate error. The cause was due to old, dirty components (motor assembly, leadscrew, clutch halves) due to normal wear. Based on the evidence, the root cause was attributed to normal wear. The device was over 8 years old.